Manufacturer narrative:
The efficia dfm100 device (sn (B)(6) was returned to philips for additional analysis. This complaint has been escalated to technical investigation due to the op check and service mode roding error, which was attributed to replacement of processor pca. However, the failure analysis (fa) lab confirmed that the allegation was not found in the lab testing and the pca passed all the tests. The customer received a replacement device, even though the reported issue was not confirmed, as a mutual agreement to resolve the matter. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the screen freezes when entering operational check and the loading speed takes a long time. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.